Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculations were inaccurate. Reportedly, the customer's correction factor was incorrect. Customer reported that the correction factor was most likely incorrect due to incorrectly setting it. Customer's blood glucose (bg) level was 241 mg/dl. Customer reported they will delivered a bolus to address elevated bg levels. Tandem technical support guided the customer through adjusting the correction factor.